Event description:
On (B)(6) 2017, the lay user/patient contacted lifescan (lfs) alleging that his onetouch ultramini meter read inaccurately low in comparison to his feelings or normal results. The complaint was classified based on customer care advocate (cca) documentation. The patient reported that the issue began two months prior to contacting lfs, and reported obtaining results of ¿62 and 63 mg/dl¿ on the subject meter, which he felt were inaccurately low. Meter to feelings/normal results comparisons do not meet the criteria necessary for lfs to determine the possibility of inaccuracy. The patient manages his diabetes with metformin and vildagliptin pills and denied making any changes to his usual diabetes management routine in response to the alleged issue. The patient reported that he developed a symptom of ¿not feeling well¿ and on (B)(6) 2017 visited the emergency room (ER) where he had his blood glucose tested on an ER meter, which gave a result of ¿480 mg/dl¿ and he was treated with insulin by a healthcare professional. During troubleshooting the cca noted that the meter was set to the correct unit of measure and the test strips had not expired or been stored incorrectly. The product was replaced and requested back. This complaint is being reported because the patient reportedly received hcp treatment for an acute high blood glucose excursion after obtaining allegedly inaccurately high results on the subject meter.